Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had the camera lens fallen off. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. C based on the investigation results and past findings, reasonably known information suggests potential causes are likely due to some kind of stress problem. The most probable cause of the failures was "due to damage on charged coupled device (ccd) unit, the image is not displayed". However, the cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.